Manufacturer narrative:
The hcg+b reagent lot number and expiration date were not provided. Calibration was acceptable. The field service engineer found that the sample/reagent probe was misadjusted. He adjusted the sample/reagent probe. Qc was performed and was acceptable. The sample was then repeated 5 times with a dilution 1:20 and the results were 59040 miu/ml, 65112 miu/ml, 60154 miu/ml, 63298 miu/ml, 61584 miu/ml. The service actions (adjusting the sample/reagent probe) resolved the issue. No further issues were reported afterward. The root cause of the event was a misadjusted sample/reagent probe.

Event description:
The customer alleged a discrepant low result for 1 patient¿s sample tested with elecsys hcg+beta (hcg+b) assay on a cobas e411 immunoassay analyzer. The sample was tested with a dilution 1:20. Initial result: 391.8 miu/ml. Repeat result: 136675 miu/ml. The low result did not match the patient's clinical diagnosis. No questionable results were reported outside the laboratory.